Manufacturer narrative:
An on-site service visit was completed and the ram card was reseated to resolve the issue. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension system had no image on the monitor and the system was beeping therefore the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.